Event description:
Customer reported on 3/4/2010 that due to an unidentified product problem (no date provided) he had stopped using his freestyle navigator continuous monitoring system. He further reported that approximately a week and a half later, on (B) (6) /2010, he experienced a loss of consciousness and a seizure. Paramedics were called and administered a "shot of glucose". Customer was then transported to a local healthcare facility where he was given an intravenous infusion of unknown type, had his blood glucose monitored and was later discharged. Customer was unable to report what diagnosis he received at the healthcare facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: multiple, unsuccessful, attempts have been made to gather additional information regarding this event. Additionally, a review of the caller's recent history failed to locate any complaint calls that may be related to this event. Please note: the date of manufacture is unknown as no product serial number was provided by the customer.